Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03169. It was reported that the patient is experiencing high impedances on the right lead. Surgical intervention is pending to address this issue. It is unknown which lead has high impedances so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which the lead was explanted and replaced.